Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a programming session, the low battery warning was observed. The pt (B)(6) reports seeing the message before but reports receiving adequate albeit waning therapy. No program parameters were provided so it is undetermined whether the low battery warning is related to passivation or battery depletion.